Event description:
A customer observed negatively biased phbr proficiency results on a vitros 250 analyzer. Biased results of the direction and magnitude observed on a pt specimen may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into the event determined that negatively biased phrb results were obtained with generation 20 vitros phbr slides at this customer site. During a comparison of proficiency samples assayed at the customer site against peer group results created by vitros phbr lots from generation 23 and above, biased results were observed. Retesting of the proficiency samples with generation 23 phbr slides and qc results demonstrate that the vitros phbr assay is operating as intended on the sites vitros 250 analyzer. The root cause is a combination of an ocd calibrator adjustment for the slide lots used for the peer group, expected calibration variability, and precision variability of the vitros phbr assay.